Event description:
When removing the catheter, the nurse noticed the catheter was broken.

Manufacturer narrative:
Results - our quality engineer visually inspected the returned photo and confirmed that the catheter was broken. Conclusions - a simulation was then performed using a laboratory provided 20ga insyte autoguard IV catheter. Using a scalpel, the engineer cut the catheter completely through. The catheter was then placed under magnification and microscopically inspected. The engineer observed that the edges of the catheter tubing were found to be similar to that of the actual broken unit. Based on the photographs provided and the laboratory simulation, the engineer concludes that the cause of the broken catheter was some sort of sharp object or instrument coming into contact with the catheter during removal. (B) (4)